Manufacturer narrative:
Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on 25-mar-2024. The blood glucose level of the patient at the time of event was 160 mg/dl. Moreover, the issue occurred with two similar types of infusion sets used for a few hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.